Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issues with this production lot. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 btt short port balloon would not inflate. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.